Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the proximal stent wraps with struts raised. The inner member was kinked distal to the distal markerband. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx drug eluting stent (rsint22522x) to treat a moderately calcified and moderately tortuous lesion exhibiting 70-80% stenosis located in the proximal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed. The lesion was pre-dilated with a non-medtronic balloon. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that a rsint22530x was implanted and the physician attempted to overlap with the rsint22522x, but the device failed to cross the lesion. A rsint22518x device was then successfully implanted. The patient is alive with no injury.